Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing determined that the cable had a short in it causing the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the electromagnetic localization system communication cable was damaged. There was no patient present.